Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 128 mg/dl and 375 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer found that cannula was bent. Customer declined troubleshooting for high blood glucose and would monitor issue.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.